Event description:
Caller reported that insulin gauge displayed an amount different than expected, resulting in a fill estimate issue showing 110 units, which was greater than 30 units from the expected. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in reloading the same cartridge, and caller completed necessary steps like removing air from the cartridge and using room temperature insulin. No additional information was received regarding the outcome of the event.